Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based on the past similar cases and device inspection result, the reported event may have been caused by the following: the detergent flow rate became abnormal due to a malfunction of the detergent feeding pump. The detergent flow rate became abnormal because the pipe was clogged due to detergent stains. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This device was returned to the service department of olympus trading (B)(4) for inspection. The inspection confirmed followings; an abnormality was found in the enzyme supply process. (B)(4) replaced the pump. The device has not been repaired in the last year. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the enzyme solution was abnormal. Inspection found a problem of the detergent feeding pump and the pump was then replaced. There was no report of patient injury associated with this event.